Event description:
Rn hung keytruda and pushed start on plum pump. Fluid started leaking from spinning spiros on keytruda secondary line that came from the pharmacy. Rn closed the clamps on the secondary line and bag was returned to the pharmacy, [redacted], pharmacist aware. Primary tubing changed as highly likely it will alarm proximal occlusion. Pharmacy returned keytruda bag with new secondary tubing. Keytruda did not need to be wasted.